Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect anti-hbc ii, list 08l44, that has a similar product distributed in the us, architect core, list 06l22. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of a retained kit of (B)(6) reagent, a search for similar complaints, and a review of labeling. A retained kit of architect anti-hbc ii reagent lot 19628li00, which contains the same bulk material as lot number 19623li00 was calibrated and met instrument specifications. All control values were in range. Clinical sensitivity was evaluated and passed. Manufacturing and testing records were reviewed and did not reveal any events or issues that may have impacted the performance. Tracking and trending identified no adverse trend related to the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Event description:
The customer stated an architect i2000sr analyzer generated a (B)(4) result for one patient sample. The patient had a history of (B)(4). There was no adverse impact to patient management reported.